Event description:
It was reported that a patient's pump was providing inaccurate battery level readings, leading to the pump shutting down unexpectedly. There was no adverse impact to the customer's blood glucose level. No corrective actions were taken by the customer as they specifically requested not to engage with technical support on this matter, only to document the issue.